Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No unexpected battery out limit alarm was noted. The device was unable to be checked for its operating currents due to the unresponsive buttons. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump is alarming with a battery out limit. The patient's blood glucose at the time of incident was 143 mg/dl. The pump was alarming at the time of call, and the customer stated that the battery out limit occurred after a battery change. Troubleshooting was initiated for the battery out limit, but the alarm could not be cleared due to unresponsive buttons. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.